Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. However, the pump was received with intermittent buttons due to moisture damage at the keypad traces. There were no button error alarms noted. The pump was received with a cracked case at the lcd window corners. There were no traces of moisture noted at the electronic or motor assemblies per visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump and could not clear it. Customer's blood glucose was 263 mg/dl. Customer stated that he will treat for his blood glucose. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer stated that he was able to clear the alarm and the buttons were working. Customer was advised to monitor the pump. Customer also reported a failed battery test alarm. Customer was able to clear the alarms. Customer stated that the doctor was trying to look at the pump but the buttons were not responding. Customer was explained that the pump will need to be replaced to ensure customer safety. Customer was advised to revert to a back-up plan. Customer mentioned that a pump was replaced while he was in the hospital. Customer was left a message for call back.